Event description:
It was reported the pt (B)(6) underwent surgery to revise the placement of the lead. The pt was discharged from the hospital on (B)(6) 2012, but reported had to be readmitted that night due to weakness and paralysis in the left leg. Surgical intervention was undertaken on (B)(6) 2012 and a hematoma was discovered. The physician decided to explant the pt's entire scs system as a result.

Manufacturer narrative:
Eval: results - the complaint for "neurological deficit disorder" was not confirmed. As described in the event details, the customer complaint cannot be analyzed through product analysis alone. Inspection of the incomplete returned lamitrode lead revealed no visual anomalies. Continuity testing was performed to analyze the channels' resistance; all channels passed. Inter-channel conductivity testing did not find any shorts. No device failure was identified. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.